Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damaged components. The breathing bag has a pinhole. Random samples were reviewed and no discrepancies were found. The reported issue was confirmed. Based on the analysis conducted in the sample provided, the failure couldn't be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by: material damage during process handling. All mitigation's on placed were verified and it was confirmed it has been executed according, therefore no corrective actions could be implemented. This failure will continue to be monitored in this product for threshold or escalation. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, a pinhole was found in the product. No patient injury was reported.